Manufacturer narrative:
Results: the product was returned complete. Both of the lead extensions did not have visual anomalies. One of lead extensions failed functional testing due to channel 4 being open. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report#: 1627487-2011-05141.